Manufacturer narrative:
The reported issue was verified in the device keylog. The device experienced a warm boot. It is the user¿s responsibility to verify that the monitor/defibrillator performs correctly when used with a power inverter. The device passed functional and performance inspection and was returned to the customer. Root cause could not conclusively be determined.

Event description:
The customer contacted physio-control to report that their device unexpected shut down during monitoring. In this state, the device may not be able to provide defibrillation therapy, if it were needed.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. Proper device operation was observed through functional and performance testing, the device was subsequently returned to the customer for use. Physio-control contacted the customer in order to obtain additional information about the patient and event, however, no additional information was provided. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpected shut down during monitoring. In this state, the device may not be able to provide defibrillation therapy, if it were needed.